Event description:
The report we received, indicated that during a percutaneous coronary intervention to a de novo 90% stenosis in the distal right coronary artery (rca), of a male patient, a 3.5 x 23mm cypher stent was inserted and crossed the lesion. Prior to inflation, while applying negative pressure, blood was noticed in the inflation device. The physician removed the cypher from the pt, and confirmed blood back flow, due to balloon rupture. The procedure was successfully completed with another cypher. There was no patient injury reported. The product is available for analysis. The physician did not indicate any anomalies prior to use. The lesion was slightly calcified and slightly tortuous. The lesion was not pre-dilated.

Manufacturer narrative:
The product has been received for evaluation, however, the engineering analysis is not yet complete. The product is not distributed in the united states, however, it is similar to the united states product. Additional information will be submitted within 30 days from receipt.